Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su contained foreign matter. The following information was provided by the initial reporter translated from portuguese to english: "presence of a fragment of rubber in the embolus; loose."

Event description:
No additional information received.

Manufacturer narrative:
Sample received for investigation. Through visual inspection, presence of fragments are observed within the fluid path. Unable to further analyze and identify the foreign matter as the particles are small. No other defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Manufacturing personnel have been notified of this incident to increase awareness.